Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they have been having a lot of leaks this past week, especially since they had a knee replacement surgery on (B)(6). Patient wondered if the surgery could have caused the loss of therapeutic effect. They did not turn therapy off for the surgery but they did have a spinal nerve block for part of their anesthesia. Patient has not checked their therapy status since the surgery. Reviewed general use of handset and communicator and patient was able to connect to their settings and confirmed therapy was on. Discussed ins battery longevity expectations as patient mentioned their amplitude was at 4.8ma. The patient was redirected to their healthcare provider to further address the therapy issues and to check ins battery life.